Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer stated that they received erroneous results for one patient sample tested for elecsys ft3 iii (ft3) on a cobas 8000 e 602 module (e602). It was asked, but it is not known if any erroneous results were reported outside of the laboratory. The customer was not sure which result was correct. The sample initially resulted as 6.30 pg/ml and repeated as 6.00 pg/ml on the customer's e602 analyzer. The sample was provided for investigation, where it was measured on a cobas 6000 e 601 module (e601) and a cobas e 411 immunoassay analyzer (e411). On the e601 analyzer, it resulted as 4.41 pg/ml and on the e411 analyzer, it resulted as 4.66 pg/ml. The ft3 results generated at the customer site were well above the upper level of the normal reference range of the assay. The results generated on the e601 and e411 analyzers were marginally above the upper level of the normal reference range of the assay. The patient was not adversely affected. The ft3 reagent lot number and expiration date were asked for, but not provided. A specific root cause could not be determined based on the provided information. A general reagent issue is not likely. The most likely root cause of the high results generated on the e602 analyzer relates either to pre-analytic sample handling, the presence of bubbles or foam on the reagent surface, or pinch tubing needing to be replaced.